Manufacturer narrative:
There was in-vivo disassembly of the humeral baseplate from the humeral stem. It led to pain and surgery to replace implant. The root cause is most likely an error from the surgeon at the time of initial surgery for not locking properly the baseplate onto the humeral stem.

Event description:
Shoulder prosthesis (duocentric): disassembly of humeral baseplate from the humeral stem.